Manufacturer narrative:
H10: for one of the two reported information, one device was returned to bd and evaluated. Lot number was provided, and lot history review. Foreign material was identified for the device. A root cause has not been determined. The device was labeled for single use. For the other reported malfunction, the device was not available for return but a video was provided for review. The company is still investigating the issue at this time. H10: g4, h6 patient code(2645:no patient involvement), h10device code (1261 - material fragmentation). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ecp017g biopsy instrument allegedly experienced foreign material present in the device. This information was received from various sources. Of the two malfunctions, one did not involve patients, and one involved patients with no patient consequences. Both the patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: for the two reported malfunctions, the lot numbers were provided and lot history reviews were performed. For one of the malfunctions the device was not returned, but a video was provided for review. The other malfunction returned the device for evaluation. Foreign material was identified for one of the device and second device confirmed for the alleged foreign material and metal fragmentation. A root cause could not been determined. The devices are labeled for single use. H10: h6 patient code(2645:no patient involvement). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ecp017g biopsy instrument allegedly experienced foreign material present in the device. This information was received from various sources. Of the two malfunctions, one did not involve patients, and one involved patients with no patient consequences. Both the patient's age, weight, and gender were not provided.

Manufacturer narrative:
For one of the reported malfunctions, the device is available for return, but the return of the device is still pending. For the other reported malfunction, the device was not available for return but a video was provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ecp017g biopsy instrument allegedly experienced foreign material present in the device. This information was received from various sources. Of the two malfunctions, one did not involve patients, and one involved patients with no patient consequences. Both the patient's age, weight, and gender were not provided.